Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v360244, implanted: (B)(6) 2009, product type: lead.

Event description:
A patient reported they had an implantable neurostimulator (ins) replacement on (B)(6) 2014 and since then, symptoms had not improved. About two weeks after the replacement implant, the healthcare provider (hcp) did an x-ray and noticed the lead was not in the right place. The lead was replaced. The ins is indicated for gastrointestinal/pelvic floor.

Event description:
Additional information from the patient reported x-rays were taken and the healthcare professional (hcp) said the lead was the issue. The patient had a surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.